Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 459888, lead. Implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation, the cardiac resynchronization therapy pacemaker (crt-p) showed ¿invalid data¿ for an atrial tachycardia/atrial fibrillation (at/af) episode due to a bit flip in the episode log. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. If information is provided in the future, a supplemental report will be issued.